Manufacturer narrative:
A patient experiencing uncomfortable stimulation was reported to abbott. Patient has requested a system explant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 1627487-2021-13638, 3006705815-2021-02092. It was reported that the patient is experiencing uncomfortable stimulation with their tonic therapy. As a result, surgical intervention may occur at a later date to address the issue.